Event description:
Device report from synthes reports an event in switzerland as follows: this report is being filed after the review of the following journal article: bleeker nj et al. (2022), mipo vs. Intra medullary nailing for extra articular distal tibia fractures and the efficacy of intra operative alignment control: a retrospective cohort of 135 patients, european journal of trauma and emergency surgery, https://doi.org/10.1007/s00068-021-01836-4. This retrospective study was designed to compare minimal invasive plate osteosynthesis versus intramedullary nailing in terms of fracture healing, complications, functional and radiological outcomes and to assess the efficacy of intra-operative alignment control to reduce the rate of malalignment after definitive fixation of distal extra-articular fractures of the tibia. Between january 2012 and september 2019, 135 adult patients with extra-articular distal meta- or diaphyseal tibia fractures that were treated with minimal invasive plate osteosynthesis, or intramedullary nailing were included in the study. 72 patients (46 males, 36 females, mean age 47.8 years) were treated with minimal invasive plate osteosynthesis using unknown devices. 63 patients (44 males, 19 females, mean age 44.7 years) underwent intramedullary nailing using an unknown synthes expert tibia nail. On the first day postoperatively the minimal invasive plate osteosynthesis group was instructed to limit weight bearing to a maximum of 15 kg for 6 weeks. Within the nail group, weight bearing as tolerated was allowed immediately. Radiographic and functional routine follow-up was performed 6 weeks, 12 weeks, 6 months and 1 year after trauma. Complications were reported as follows: 20 patients had delayed union. 11 of them had delayed union at 7-9 months postoperative and 9 had delayed union at 10-12 months postoperative. 1 underwent revision. 4 patients in whom the nail was previously dynamized due to delayed union, required additional surgeries to promote bone healing. These patients underwent a fibula osteotomy, nail revision or secondary plate fixation after removing the initial implant. 13 patients had nonunion. 4 underwent revision. 3 patients underwent dynamization as primary treatment for their non-union. 3 patients had malunion and underwent revision. 3 patients had superficial surgical site infection. 1 underwent additional surgical debridement and skin grafting. The fracture healed after 11 months. The remaining 2 superficial surgical site infections were treated with antibiotics. 1 patient had deep surgical site infection resulting in osteomyelitis and amputation. The fracture did not show union prior to amputation. 28 patients had implant removal. 4 patients had screw removal/ change. 6 patients had rotational malalignment. 2 of them underwent revision. 3 patients had malalignment in coronal or sagittal plane. 16 patients had nail dynamization. 11 patients had fasciotomy wound management. 4 patients had anterior knee pain 1 year after trauma. This report is for the unknown synthes expert tibia nail. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. 510k: this report is for an unknown screws: nail locking/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.